Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) (defibrillator).

Event description:
It was reported that the programmer was unable to interrogate the device and had no green lights. The programmer was turned off and then turned back on, but the issue was unresolved. A second programmer was used and interrogation was successful. No patient complications were reported as a result of this event.